Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon eval, the electrode belt failed incoming functional testing. The black pp- wire was open at the connector of the therapy electrode pad on rear 2 therapy electrode. The root cause of the open wire was unable to be positively identified. No adverse event resulted from the defective electrode belt. The last pt to use this electrode belt did not report any problems.

Event description:
A review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) failed incoming functional testing. The last pt to use this electrode belt did not report any deficiencies.